Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd the following information was provided by the initial reporter: customer says that the IV was not working, that the needle was not retracting. Customer tested a 20g and the needle retracts slowly and even needed to press the white button a few times to have it retract. This slowly retracting needle I felt was not safe for staff. Her and I noted the lot # and we checked different 20 g IV¿s and we found that this specific lot # was the only one that was not working properly. As we were talking about this, different nurses said they had this same experience.

Manufacturer narrative:
Duplicate record of (B)(4), reported under MDR (B)(4).

Event description:
Duplicate record of (B)(4), reported under MDR (B)(4).